Event description:
During a routine cataract extraction procedure, the dr observed a curled silver of metal in the operative eye. The event was detected at the beginning of the irrigation and aspiration mode. The dr believes he removed most of the silver but is not sure. There was no injury to the pt.